Event description:
Procedure type: low anterior resection. According to the reporter: the product failed to deliver a complete staple line. It appeared that only a half side of the end to end anastomosis was stapled. The doctor performed a colostomy to correct the problem. There was unanticipated tissue loss when cutting the stapled tissue of the initial anastomosis and colostomy. There was unanticipated tissue damage. Surgery time was not extend by 30 minutes or more.

Manufacturer narrative:
(B)(4).